Manufacturer narrative:
(B)(4). Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents and verify low battery alarm, unexpected restart error test, rewind due to blank display.

Event description:
It was reported that the insulin pump had battery life problem. The customer's blood glucose was unknown. It was stated that the batteries life obtained dropped to 2- 4 days and life of batteries reduced from 17-20 days. The insulin pump will be returned for analysis.